Event description:
A review of an article that summarized the preliminary experience of using the da vinci surgical system for robot breast surgery (rbs) was performed. The study analyzed 151 patients undergoing rbs between september of 2022 to january of 2025. A total of 40 patients underwent breast surgery using the da vinci si surgical system and 137 patients underwent breast surgery using the da vinci xi surgical system. A total of 10 patients experienced complications including the following: 1 patient experienced an infection due to skin burns and lost the prosthesis, 7 patients had perioperative skin redness and swelling which improved after topical nitroglycerin ointment was administered, and 2 patients were discharged from the hospital without disinfection and dressing change of the drainage tube, resulting in the loss of the retrograde infection prosthesis. No device malfunctions were reported, and the authors did not report any events caused by any intuitive surgical, inc. (Isi) device. Isi followed up with the initial reporter to obtain additional information; however, no response has been received at the time of this report.

Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. Images are contained within the article. Citation: chen, k., et al. (2024). Early experience on 151 cases of da vinci robot breast surgery. Chinese journal of general surgery, 39(7), 516-520. Section a3a: patient gender represents the majority of the patients in the robotic group. Section b7: the patient's medical history is updated per the majority of the patient's characteristics in the robotic group cohort. Section d: the procedures in the article were performed on both da vinci xi and si systems. There was no differentiation provided regarding which system was used per procedure. Section e: the event site is recorded based on the location of the first author's associated hospital. While the exact site is unknown, this designation is considered an appropriate substitution. Section e: since this article was identified during a literature review by isi, rather than reported by the site, the corresponding author is designated as the initial reporter of the event.